Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2024, product type: extension. Product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: product type lead product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) experienced high impedance issues. Initially, impedance was normal on (B)(6) 2024, but high impedance was noted on electrode 11 on (B)(6) 2024. Subsequently, high impedance was observed on all electrodes except 10b and 10c on (B)(6) 2025, and later on all electrodes except 10c on (B)(6) 2025. The device remains implanted and in service. Troubleshooting involved changing the setting to electrode 10c, which had normal impedance. A plan was made to explore and revise the part of the device with the problem, including the ins, extension, and lead. Surgical intervention is planned but not yet scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Actions/interventions included changing setting to the electrode that had normal impedance. Physician still plans to explore which part of device has a problem and then revise.

Event description:
Additional information was received: it was reported that during the exploratory surgery the lead had high impedances so it was revised. The issue was resolved after replacing the lead.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2024 explanted: product type extension product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the b3300542m sensight lead (serial number (B)(6) revealed a broken conductor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.